Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an inaccurate fill estimate. There was no reported impact to the customer's blood glucose level. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.